Event description:
It was reported that the patient presented to the hospital for a pacemaker generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited very low pacing impedance and poor capture. The patient mentioned that this had been a chronic issue even before their previous generator change. The patient¿s conduction appeared to be satisfactory, so no intervention was performed on the lead. The procedure was completed without complications. The patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).